Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a software error alarm. The customer also reported the insulin pump's battery died after the alarm occurred. The customer was unable to clear the alarm. The customer reported the alarm was a program safety alert. The customer's blood glucose was 65 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. No button or keypad anomaly noted. The connector on lcd board was inspected and no anomaly was noted. The insulin pump was monitored for 24 hours with multiple basal rate and perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, self test and displacement tests. No e52 alarm noted during our testing. No cosmetic damage noted.